Manufacturer narrative:
Inspected one opened/used reservoir and performed the pre-fill reservoir test. The reservoir passed per inspection and found no leakage anomaly during filling. Also checked the o-rings/stopper groove for anomalies and none were found. Ran basal and bolus leaking test as follow: the reservoir was filled with diluent and connected to a new infusion set. Installed the reservoir and connector into and insulin pump and the reservoir did not leak.

Event description:
It was reported that the customer noticed dampness and leakage from her reservoir. Customer stated the location of the leak is during the reservoir filling. The blood glucose reading was 151mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.